Event description:
The customer reported low battery longevity in the insulin pump, and blank displays. During troubleshooting it was advised that the battery cap would need to be replaced as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank displays and battery longevity issues. The customer was advised to call the helpline back if the issues persisted with the replacement battery cap. The customer's blood glucose value was 300 - 500 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.